Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that during a gastrectomy procedure, the tissue pad came off and was finally on the gauze. Another device was used to complete the case. There were no adverse consequences to the pt.